Event description:
It was reported that during a low anterior resection procedure, the device was used to resect the lobe bronchus. The half tip of the staples was unformed and opened at the first firing. Also it was found that the proximal part of the staples were malformed. Add'l suture was performed. There were no adverse consequences to the pt. Reinforcement product was not used. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.